Event description:
Covidien rec'd a report of a n-560 that did not generate sound. Covidien svc ctr confirmed that the report was for no audio. No pt involvement, the reported failure occurred during a demonstration.

Manufacturer narrative:
Covidien svc ctr verified the report of no audio and isolated the problem to a broken black lead wire of the speaker assembly.